Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon tore the flap at the hinge on a patient¿s right eye. Flap lift was aborted and a bandage contact lens was placed. Patient will return at a later date for photorefractive keratectomy in both eyes. No loss of best corrected visual acuity (bcva) reported as pre and post treatment visual acuity for both eyes is 20/20.